Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle hub separates on lot # 9176507. Investigation summary: customer returned one (1) loose 30gx8mm, 0.3ml bd insulin syringe. Consumer reported when they removed the shield the hub detached and remained in the shield. The returned syringe was examined and it was observed that the needle-hub/shield assembly did not separate from the barrel. Removing the cannula shield from the syringe did not result in a separated hub. Since no evidence of manufacturing defect was observed the alleged issue could not be confirmed. A review of the device history record was completed for batch #9176507. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp hub detached. This was discovered during use. The following information was provided by the initial reporter: when removed the shield, the hub detached and remained in the shield.